Event description:
It was reported that the handpiece began overheating during an extraction surgery. There was no reported patient or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the primary failures of this device were the bearing housing and field assembly, which were replaced along with bearings and other components as part of preventive maintenance. Service repaired and returned the device to the customer.